Event description:
The customer reported the system is displaying a fast stop error, but the switch is not engaged. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fast stop switch assembly and blown fuses. System operates as intended. (B)(4).